Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) broke. There is no information about patient involvement and no harm is reported.